Event description:
It was reported that the patient presented for a scheduled initial implant. During the procedure the physician was unable to engage the setscrew in the device header. After multiple attempts it was decided to implant a new implantable cardioverter defibrillator. The procedure was successful, and the patient was in stable condition.

Manufacturer narrative:
The reported event of set screw connection anomaly was confirmed. Analysis found the ventricular set screw was stripped and filled with septum debris. The cause of the reported event was the material in the hex cavity prevented full insertion of the torque driver. The set screw anomaly was consistent with having occurred during procedure.